Manufacturer narrative:
(B)(4). Summary of investigational findings: investigation is solely based on description of event. No product was returned and no imaging was provided. It is unknown whether the filter was placed via femoral or jugular approach. Based on the limited information provided, the root cause for the reported non-expanded primary filter legs cannot be determined, but the filter may have been somehow obstructed from fully expanding, either due to a clot turning into fibrin formation or due to other biochemical mechanism during the procedure. Follow-up of non expanded filters must be considered. The spring effect of all filters is verified by advancing the filter through a sheath before measuring the distances between the filter legs. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: 2 legs of filter tied together after deployment in patient's body with obvious tilt. Patient outcome: a section of the device remain inside the patient¿s body.